Event description:
It was reported that the customer fell in the water and the insulin pump alarmed button error alarm. Troubleshooting was performed. The customer stated that he is in the hospital for a hip injury caused by the fall. The customer stated that his blood glucose reading was 458mg/dl at time of the hospitalization. His glucose level was treated with 10 units and his glucose level dropped to 393mg/dl. Advised the customer's girlfriend that a replacement of the insulin pump would be delivered. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.